Event description:
It was reported that during procedure, the hand switch was not reacting to the activation and there was mechanical failure of the knife (jaw) when pushing the trigger. Photo observation shows that the wire is cut and sticking out. There was no coagulation. The second ligasure after 2 coagulations the jaws clamped the tissue and would not release, after a few clicks the jaws opened and the instrument stopped working. It failed operation and something inside broke. As a result, the patient started bleeding (200 ml) and they had to stop it. To stop the bleeding a clip was placed and the vessel was clamped. Since the patient already had anemia, two doses (500 ml) was administered during the operation as planned. Another ligasure was used successfully with the same generator.

Manufacturer narrative:
Additional information: b5, d1 (brand name), d2 (MFR name and address), d4 (model#, catalog#, exp date, lot#, UDI#), g3, g4 (510k), h4 this event has been reassessed and the reportability has been determined to be a reportable serious injury. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during procedure, the hand switch was not reacting to the activation and there was mechanical failure of the knife (jaw) when pushing the trigger. Photo observation shows that the wire is cut and sticking out. There was no coagulation. The second ligasure after 2 coagulations the jaws clamped the tissue and would not release, after a few clicks the jaws opened and the instrument stopped working. It failed operation and something inside broke. As a result, the patient started bleeding and they had to stop it. Another ligasure was used successfully with the same generator.

Manufacturer narrative:
D10 concomitant products: ls1037, ls1037 ligasure atlas handswitch37cm (lot#: s23d0012), vlft10gen, vlft10gen ft series energy platformx1 (serial#: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.